Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-14244. It was reported the patient experienced discomfort at the implant site. The discomfort was found to be caused by erosion of the dbs lead. Surgical intervention was taken and the patient's dbs system was successfully removed.